Event description:
A customer reported to baxter (B)(4) of a y-type catheter ext set that was leaking at the y-site. The customer said that this leaking infusion system is a concern and given the nature of the drugs being infused in this area, makes this a high priority to resolve. The customer stated that it has been decided to discontinue the use of this product when infusing cytotoxic drugs until a resolution could be found by baxter quality due to safety concern.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.